Event description:
It was reported that the catheter was dislodged and had been replaced on (B)(6) 2009. No further info was reported related to this event. In (B)(6) 2010 the pt was leaking spinal fluid and the physician tried stitching a new catheter in place that was not successful. The pt continued to leak fluid "despite a drain for (B)(6)". It was found that her body rejected the catheter. She no longer uses her drug delivery system and administers oral baclofen instead. It was noted that she had tremendous success with the drug delivery system. Baclofen was administered via the pump. Additional follow up was not possible.

Manufacturer narrative:
(B)(4).